Event description:
It was reported that the patient had the biventricular defibrillator was removed due to infection. It was further reported that the patient developed a large hematoma which required evacuation two days after the system was removed. During the procedure the patient's blood pressure dropped and required medication to maintain hemodynamic stability. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
It was further reported that while still hospitalized the patient developed left hemiparesis of the face, arm, and leg with the left sided neglect. It was noted that the patient had an acute ischemic stroke. The patient was treated with medication and made a complete recovery. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.